Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a protégé gps stent during procedure for treatment of the left limb. There was no damage noted to the packaging. There were no issues when removing the device from the hoop/tray. The device was prepped with no issues identified. It is reported that stent dislodgement occurred. The stent was deployed and post dilated with a balloon. As the balloon was being removed, the stent caught on the balloon and moved. The stent was not removed. No resistance was encountered when advancing the device and excessive force was not used. Stent migrated with balloon inflation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.